Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter had a cracked display and did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient manages her diabetes with self-adjusting insulin. The patient stated that she took her usual dose of insulin (40 units am and 15 units pm) medication (including sliding scale) in response to the alleged product issue (date/time not provided). The patient claimed to have developed the symptoms of "dizzy, sweaty, fatigue and thirst" on (B)(6) 2016 (time not provided); however she denied that she received any treatment. At the time of troubleshooting, the csr noted that there was indication of product misuse and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptoms of "sweaty and thirst" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.